Event description:
It was reported that the customer's pump screen was dark and would not turn on. The customer¿s blood glucose (bg) level that was displayed as "high", although specific value was not provided. Reportedly, the customer did not take action to address high bg. The customer reverted to an alternative method of insulin therapy.